Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump used in the ICU (intensive care unit) prompted overrides for upper soft limits on weight based infusions for all patients (greater than 0.1 kg), despite no such limits being configured, using dose iq (dose intelligence quotient) occurred during programming/setup at pharmacy department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.